Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Reference: (B)(4).

Event description:
Report received from the USA stating that the "fluid/oil leak" into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.